Manufacturer narrative:
(B)(6). Device manufacturing date: the devices were manufactured from february 15-20, 2018. The actual devices were not available; however, four (4) photographs of the devices were provided for evaluation. The photographs showed evidence of bladder rupture from four intermate devices. A photograph of the fifth sample was not provided therefore, a device analysis could not be completed. The reported condition of four ruptured intermates was verified via the photographs. The cause of ruptures could not be determined from the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloons (bladders) of five (5) small volume intermates ruptured vertically. This was identified while filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.